Manufacturer narrative:
The returned device was evaluated and the data download returned an 0x14 alarm code, which indicates that an occlusion occurred during device operation. Investigation of the fluid path found a tear in the exposed portion of the soft cannula. Upon manual rotation of the ratchet gear, fluid was observed leaking through the tear in the exposed portion of the soft cannula. It could not be conclusively determined when or how this soft cannula damage occurred. No blockages or occlusions were observed during fluid path testing. No contact was observed between the tube nut and reservoir cap. The exact cause of the 0x14 occlusion hazard alarm could not be determined.

Event description:
A patient reports their blood glucose level had rose to over 400 mg/dl while wearing a pod. In addition the patient reports receiving an occlusion alarm during wear.